Event description:
During an ercp procedure to remove stones, the physician used a wilson-cook fusion triple lumen sphincterome and a tri-ex triple lumen extraction balloon. After doing a balloon sweep, the physician noticed the band on the sphincterotome had detached in the patient's bile duct. The physician removed the detached band from the patient's body by sweeping with a balloon and by using a basket from another manufacturer. Post procedure, no injury to the patient was reported.